Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that "no image is displayed" may have likely occurred due to the failure of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered chipped of rubber part on the rear cover packing, a faulty/kinked cable, and a faded label on the rear cover. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use for an unknown diagnostic procedure, the image does not appear on the 4k autoclavable camera head. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.